Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the right atrial (ra) lead helix would not fully deploy. The physician made multiple attempts to get the helix to extend. Eventually the physician chose to remove the lead and another lead was utilized without incident. No patient complications have been reported as a result of this event.